Event description:
It was reported that the right ventricular (rv) lead was suspected to be failing. The rv lead exhibited a threshold of 3.0v. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion of the lead was received, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant: product ID d154awg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2007 product ID 5076-52 implantable pacing lead implanted: (B)(6) 2007. (B)(4).